Manufacturer narrative:
The pcba battery charger 1 was returned to the manufacturer for analysis. Issue was able to be duplicated. Investigation found that the pcba failed visual inspection. There was discoloration of capacitors. All leds lit except dut pcb d3c and ch e on test fixture which failed to illuminate. Bench and functional test failed . Zero dc voltage output was recorded at channel e which does not conform to specifications. All the other chargers output were within range. The hardware investigation found that reported event was related to an electrical failure; low voltage.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the charger board was replaced to resolve the reported issue on (B)(6) 2017. The imaging system then passed the system checkout and was found to be fully functional. The suspect power control board has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the voltage output from one of the chargers was 0 volts. No additional information was provided. There was no patient present when this issue was identified.